Event description:
It was reported that a patient underwent an unknown spinal fusion procedure with rod implantation at l4-l5. Approximately 3 weeks post-op, the patient had the first revision done to remove a broken rod on the left side. Approximately 10 weeks later, the patient underwent a second revision to remove a broken pedicle screw at l4 on the left side. The broken screw was replaced and a cage was implanted. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. X-ray films received show ap and lateral view of tlif at l4/5. Films show undersized screws with sextant rod on right and open legacy rod on left. Subsequent films show broken l4 screw mid-shaft. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defects have been identified on the rod that could be responsible of the event. The rod is broken due to overload applied on the spinal construct. The origin of the overload may be attributed to pseudarthrosis with the patient overweight (B)(6) as a risk factor in addition to the lack of anterior support. The mas is also broken due to overload applied on the spinal construct.